Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stat order was dropped out of the station. A technical support specialist (tss) informed the customer that stat orders were removed from the system after a single dispensation due to the current configuration. The customer was also notified that the version of the pyxis enterprise server in use did not support changes to the stat priority setting. The tss had made three follow-ups to obtain an acknowledgement for closure, but there had been no response from the customer's end and tss had updated the case for closure. The system functioned as intended technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server stat orders dropping out of pyxis . The customer reported that stat orders that had a frequency greater than once. This was no longer working and stat orders with a frequency greater than once are no longer available within pyxis, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server stat orders dropping out of pyxis. The customer reported that stat orders that had a frequency greater than once. This was no longer working and stat orders with a frequency greater than once are no longer available within pyxis, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.